Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a solution set leaked. The nurse programed the unspecified infusion pump to 100 mgl/hour¿. The patient was connected; however, the infusion of obinutuzumab (290ml diluted in 1000 mg unspecified solution) had not yet been started when the second nurse observed the fluid ¿outside of bottom of the drip chamber and noted to be running down the tubing¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection showed the connection between the tubing and the drip chamber was twisted. The set underwent functional testing, including pressure and clear passage under water testing and the set leaked. During priming the set leaked due to the twist between the tubing and drip chamber. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.